Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection the drain fitting was old, pcb was old, serial number label was peeling, and scratches to the enclosure were observed. The tank was filled with water, line cord was plugged in and the unit was powered on; confirming complaint of no flow. Based on the evidence, the root cause was found to be due to a bad pump assembly.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was not flowing water. There were no reported adverse effects.